Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, inspected and released in compliance with manufacturing procedures. The valve explanted has not been received for evaluation and we are unable to determine the cause of the issue reported.

Event description:
The patient iop was 26-30. Her implant was placed on (B)(6) 2017. Her iop rose to 38. There was nothing unusual that happened during surgery. On (B)(6) 2017 the patient was taken back to surgery to exploration and reformation. There are no videos, the patient was seen again on (B)(6) 2017 - discussed removing the ahmed to minimize vision loss. Her vision was 20/400. Her iop was 36. On (B)(6) 2017 her ahmed was removed and a fresh tutoplast graft was placed. She was seen post op on (B)(6) 2017 and her iop post removal is 38